Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced event of leakage of cannula on (B)(6) 2025. The site was patient's abdomen. No further information available.